Event description:
The customer stated that her blood glucose readings had been higher than usual. She alleged that she performed a control test and received a result of 271 mg/dl. A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer declined the offer to further troubleshoot her contour system and ended the call. No product will be returned for eval.